Event description:
Non absorption of the suture following abdominal hysterectomy with bilateral salpingo-oophorectomy was reported. The sutures were removed vaginally and granulation tissue was excised.